Manufacturer narrative:
No product has been received to date. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies were noted. Quality will continue to monitor on monthly trend reports.

Event description:
Pt had a needle break off in her abdomen. She tried to remove the needle fragment, as she could see the end point of the needle, but was unable to do so. She went to the medical center and had CT scan done to locate the needle and had a surgery to remove the needle. She had stitches at 2 different locations.